Event description:
A blood leak occurred after 30 minutes from starting of hemodialysis treatment. The leadkage was observed by the leak detector. This was the 5th times that the dialyzer was reused. The blood loss was about 250cc because the blood inside the dialyzer and tubing was discarded as the extracorporeal circulation set. Th ept was well and no medical treatment was given.